Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was admitted to the hospital due to syncope, that recently the patient had therapy for breast cancer, and that the patient had not been in for follow up for "some time". It was also reported that telemetry could not be established with the device. The device was removed and replaced. No further patient complications were reported as a result of this event.